Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm why the surgeon did not want this reported as a product complaint? Why is the patient in the ICU? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? Can you please clarify what was meant by anastomosis ¿fell apart¿? When was the issue with the anastomosis identified ¿ intraoperatively or postoperatively? How was the issue identified? How was the issue addressed? What is the current status of the patient?

Event description:
It was reported that the surgeon has a patient in ICU following an anterior resection. Surgeon reported that the anastomoses in the low anterior resection fell apart. The surgeon isn¿t able to put this down to an issue with the product and did not want to report it as a product complaint.